Event description:
Pt was revised to address infection. The tibial component was loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation was limited to the info provided. The investigation could draw any conclusions about the reported infection or device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.